Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver failed to charge and boot. It was observed to be perpetually rebooting. The receiver case was opened and the ui pcba was detached to retrieve the receiver log. The data in the receiver log description was unavailable within the investigation window. The receiver functional test was attempted but could not be performed. The reported event of initializing screen without manual restart was undetermined because receiver was perpetually rebooting and the data in receiver log was unavailable within the investigation window. A root cause could not be determined.